Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/23/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Evaluation summary: manufacturer's ref. No: (B)(4). It was reported that a patient (B)(6), male, underwent a paroxysmal atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient (B)(6), male, underwent a paroxysmal atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis. During the ablation phase, just after isolating the left-sided veins, the anesthesiologist noticed a drop in the patient¿s blood pressure. A pericardial effusion was confirmed with a transthoracic echocardiogram therefore a pericardiocentesis was per formed and protamine was administered. The patient's blood pressure and heart rate then stabilized, and the effusion was minimized on repeat echocardiogram. The patient was transferred for observation. Additional information was received on the event. No transseptal puncture was performed; the patent foramen ovale was used. The physician thought the smart touch catheter caused a perforation. However, it is unknown when the perforation occurred. Anticoagulation was given to the patient and maintained at a range of 288-374 seconds. Extended hospitalization was required due to the adverse event. Settings during the event include: power control mode / irrigation flow setting of 17 ml/min / st. Jude medical sl1. 8.5f sheath was used. There were no error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial # (B)(4)); stockert 70 system (model# m-5463-01 serial # (B)(4)); coolflow pump (model# m-5491-02 serial # (B)(4)); lasso catheter (model#: d-1343-01-s, lot#: 17200655l). (B)(4).